Event description:
A u.s. Distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 270bpm contributed to the false detection. The pt's wife was present and witnessed the event. The pt was reported to have been conscious, upset, and yelling at the time of treatment. The pt did not press the response buttons during the entire event. The pt was taken a scheduled doctor appointment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to a scheduled doctor appointment after the treatment. There is no info to suggest that the pt sustained a serious injury. The pt remains in the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date and usage of device: monitor (B)(4): initial use. Electrode belt (B)(4): 03/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are on anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.